Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. Patient 1 initial result was 86 ng/l. The repeat result was < 6 ng/l. Patient 2 initial result was 75 ng/l. The repeat result was < 6 ng/l. Patient 3 initial result was 92 ng/l. The repeat result was < 6 ng/l. The samples were repeated as the initial results were critically high. The repeat results were believed to be correct.

Manufacturer narrative:
The troponin t reagent lot number was 811850, with an expiration date of 30-nov-2025. Calibration signals were slightly higher than expected. Qc was acceptable. The field service engineer (fse) replaced the measuring cells and performed primes and air purges. Blank cell calibration passed. The investigation determined that the service actions (replacing the measuring cells) resolved the issue.